Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a spider fx during a procedure where it is reported that they were treating the right proximal superficial femoral and the popliteal artery. The fibrous plaque lesion exhibited little calcification and 70% stenosis. The artery diameter was 4-6 mm and lesion length is reported as 20 mm. A 7f sheath and 5 mm embolic protection were used. The vessel was not pre-dilated. The vessel was post dilated. It is reported that ancillary device interaction/compatibility occurred with a non-medtronic atherectomy system. Component embolization of the spider filter occurred post use of the atherectomy system during withdrawal. Plaque had formed on proximal end of a non medtronic stent and it is believed that when advancing the atherectomy catheter over the spider wire that a chunk was dislodged, traveled distally and became occlusive on top of the spider wire. The spider was full when it was attempted to be removed. The wire broke off from the basket when it was attempted to be removed through a catheter. The embolus settled in the tibial-peroneal (tp) trunk. A 7 mm gooseneck snare was used to retrieve the device component. A turbohawk sxc was used to shave down the embolic chunk and then residual plaque was stented in the anterior tibial(ap) artery and tp trunk. One stent was placed in sfa proximal to the non-medtronic stent. Flow was restored in the entire leg. The patient experienced temporary cold leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.